Event description:
The procedure was sfa atherectomy via left femoral contralateral approach. On first insertion, after multiple cuts the turbohawk device got stuck on the wire. After manipulation was able to remove the device. A new turbohawk was used to finish the procedure. Investigation of the returned turbohawk device on (B)(6) 2013 found a fragment of a self-expanding stent (unknown make and model) was extending out of the turbohawk's housing window.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.